Manufacturer narrative:
Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.

Event description:
The hospital biomedical engineer reported an issue that occurred with an mps2 console during use. He reported that the console vent valve pops intermittently. The report stated that an error code is not displayed, and the user (perfusionist) just disables the sensor to continue the procedure. The console was removed from service until it can be evaluated by the manufacturer's field service engineer. There have been no patient complications reported as a result of the alleged issue with this console.

Manufacturer narrative:
The manufacturer field service engineer evaluated the console on-site at the customer's facility. The fluid level sensor was not functioning, as it was found to have a broken solder joint. It is believed the customer may have tapped on the heat exchanger, which is located near the fluid level sensor, and caused the solder joint to break. The console was repaired, tested, and released back to the facility for use.